Event description:
The customer stated that the rubella calibration failed with error code 1111: m-cal 1 check too high, rubella g, on the axsym analyzer. The abbott customer technical advocate requested that the customer centrifuge the calibrator and repeat. The customer reported that the calibration passed after centrifuging. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.